Event description:
Customer reported receiving a blank display on the insulin pump periodically. Customer's blood glucose reading at the time of the call was 214 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.